Event description:
It was reported that the user experienced an ¿insulin set expired¿ alert and performed an improper infusion set and cartridge change without rewinding or disconnecting, followed by continued insulin delivery and subsequent low glucose readings while using the ilet with a dexcom g7; user education and troubleshooting were provided, and insulin delivery was properly resumed. Symptoms included hypoglycemia with sensor readings in the 60¿70 mg/dl range and a concurrent fingerstick of 94 mg/dl and hyperglycemia with a blood glucose level of 280 mg/dl that required calibration and carbohydrate treatment. Outcomes included the need for oral glucose intake and continued monitoring, with no medical intervention beyond home management and no hospitalization. Investigation included a review of device use, calibration checks, and user guidance on correct supply change procedures. Investigation of this case revealed user error related to the infusion set and cartridge change sequence, with potential partial insulin delivery and automated corrections contributing to the low glucose. It was concluded that the hypoglycemia was of unclear cause, with contributing factors including user handling and recent dosing corrections; the device functioned as designed following correct setup and calibration. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.